Manufacturer narrative:
Analysis of the device found the high voltage output circuitry damaged. Review of stored egms showed that device behavior was normal based on how it was programmed. A high voltage therapy on (B)(6) 2010 reported a low hvli value. It is believed that the lead was damaged and therapy was delivered into a low impedance load, damaging the high voltage output circuitry.

Event description:
It was reported that the patient received inappropriate therapy due to svt. The lead impedance measured less than 20 ohms during the therapy. The device image indicated device circuitry damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.